Event description:
It was reported that there was a piece of floating foreign matter in the bd discardit¿ ii syringe. The following information was provided by the initial reporter: "there was a plastic piece floating in the drug which is claimed to be of plunger road while using 5cc discardit syringe. This was experienced in ot by anesthesia team".

Manufacturer narrative:
The reported lot# 1306783 was not found for the reported catalog# 300852. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a piece of floating foreign matter in the bd discard it¿ ii syringe. The following information was provided by the initial reporter: "there was a plastic piece floating in the drug which is claimed to be of plunger road while using 5cc discardit syringe. This was experienced in ot by anesthesia team".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-mar-2023 . Samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of foreign matter for material number 300852. No plastic or foreign matter could be found on the sample. Since batch number is missing, investigation cannot be completed. Retention samples could not be used, and the device history review could not be completed due to lot being unknown. The exact root cause could not be determined. The complaint cannot be confirmed. H3 other text : see h10.